Event description:
Customer reported a physicists discrepancy. The maximum fluoroscopic field size exceeds the limit of texas regulations, 3% sid in both mag modes 6 and 4. No pt injury was reported.

Manufacturer narrative:
Possible aro report. A ge rep evaluated the system and calibrated the collimator. System operates as intended.